Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, pulse generator interrogation required more time than usual. Some data was not available due to invalid measurements. All electrical measurements were normal in clinic. The invalid data was cleared.